Manufacturer narrative:
The mattress is being returned to stryker for evaluation. The customer will receive a replacement unit.

Event description:
It was reported the customer developed a hospital acquired pressure injury while on the mattress.

Manufacturer narrative:
The unit was returned to stryker. Upon return, the unit was evaluated by a stryker quality assurance engineer. No defects were found upon evaluation. Further conversation with the customer found that the patient was a (B)(6) woman who was admitted for a whipple procedure due to pancreatic adenocarcinoma. She also reportedly had diabetes which was "under control" and was a nonsmoker. The customer stated that they repositioned the patient every two hours when she allowed, however the patient did refuse repositioning at times. The customer classified the injury as a stage 2 pressure injury. The issue was resolved for the customer by stryker clinical nurse consulting discussing proper pressure injury management techniques with the customer.

Event description:
It was reported the customer developed a hospital acquired pressure injury while on the mattress.